Event description:
A customer alleged seeing residue at the light post on a linvatec rigid scope where the gasket is. This device has been sterilized in the sterrad 100nx sterilizer. The age and how long the device has been used are both unk. The customer reported the color of the residue is tan and looks like the gasket is now breaking down. She was advised to use a scraping tool to gather some of the residue to return for eval. She was advised to use gloves when handling the residue. She is reporting that they see the same residue on their laryngoscope blades. She does not know how old they are, but she thinks they are from welch allen. An additional complaint report has been launched for the laryngoscope blades. There were no injuries to pts or healthcare workers. This report is for the first of two devices.

Manufacturer narrative:
(B)(4) - damaged device. At this time, the following are unk: if the device had been previously damaged. If the device is compatible with the sterrad 100nx sterilizer. If an instrument assessment was performed. The customer indicated the scope was cleaned by rinsing under continuously running tap water. Ecolab detergent was used with the concentration unk. Drying is done by air. There are no photographs available of the device damage, however, the customer has indicated a sample of the residue will be sent in for eval. At the time of the customer report, it was unk if the damaged device is compatible with the sterrad 100nx sterilizer. The customer has not yet returned the device, but indicated it would be returned to the MFR. As of 01/04/2010, the MFR for the damaged device in this complaint was not found under the asp sterrad sterility guide. Per the sterrad 100nx user's guide: caution: know what you can process. Before processing items in the sterilizer, make sure you know how the sterrad sterilization process will affect the item. The sterrad 100nx sterilizer was validated using a load weight of 10.7 lbs (4.85 kg) per shelf. When constructing your load, the total weight of the load to be sterilized should not exceed 10.7 lbs (4.85 kg) per shelf. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device MFR or your asp customer rep for more info. This is one of two reports being submitted for this product malfunction. Please reference MDR #: 2084725-2010-00006.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the defects per million opportunities and system hazard and user misuse analysis. The DHR (device history review) for the sterrad 100nx was reviewed and no issues were noted. The service and complaint history for the sterrad 100nx showed (B)(4) damaged device complaints have been received as of (B)(4) 2010. No service order related to this complaint was requested. An fse (field service engineer) performed a planned maintenance (pm) on (B)(4) 2010. Trending analysis for "damage to customer device" showed no increasing dpmo (defects per million opportunities) trend. The dpmos were well below the ucl (upper control limit). From (B)(4) 2009 to (B)(4) 2010, for sterrad 100nx complaints of foreign matter, (B)(4) complaint for (B)(4) 2009 and (B)(4) complaints for (B)(4) 2009 were received. The shuma (system hazard and user misuse analysis) showed a score of 4 which is in the "broadly acceptable risk" category and, thus, considered acceptable. Two samples of the residue were received and were sent to an outside laboratory. Analysis by ftir (fourier transform infrared) showed the two samples were identical to each other. The residue was (B)(4). The damaged device was not returned to asp. Asp contacted the customer who stated, "each of the items was processed individually either in a container or wrapped. I can see how it could be (B)(4), since in both cases it came from an area on the item where there was a plastic type of insulation." Per the sterrad 100nx user manual, under the heading, "items not to be processed," it stated, "items with (B)(4) surfaces." Asp contacted linvatec to find out if the original scope contained (B)(4). Linvatec stated, "as far as I know there is no "(B)(4)" in the scope from the OEM (original equipment manufacturer). Therefore, a third party repair is likely." The customer stated the scope serial number is (B)(4). Linvatec indicated the serial number appears to be too short. They have no record of the reported scope serial number and no record of a repair of the reported scope.